Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The manufacturer¿s international service technician confirmed the reported display issue. The manufacturer¿s international service technician reset all connections to address the reported problem. Touch is now working. Run short self test & extended self test passed.

Event description:
The customer reported no display on the monitor. There was no patient involvement.